Event description:
Healthcare professional (hcp) reports four incidents of patient reactions with the psn 210 dialyzer for the same patient. Incidents occurred on four separate dates. For each incident, approximately 30 minutes into treatment, the patient experienced chest pain, chest tightness, and nausea. For each incident, the patient was administered 3 liters of oxygen via nasal cannula and treatment was continued with the same dialyzer. It was reported that the chest pain and chest tightness were relieved, but nausea continued. For the incident on 05/01/02, the patient experienced chest and back pain, chest tightness, and nausea. The patient was administered nubain 10 mg (route unknown) with relief. Per hcp, the patient will continue treatment with a fresenius f80 membrane.